Manufacturer narrative:
H.6. Investigation: customer returned (1) 32g x 4mm bd pen needle without a tear drop label attached (used). It was reported that the consumer found pen needle that would not express insulin during flow check. Consumer feels the non-patient end is missing. The returned sample was examined and exhibited a broken non-patient end cannula (see attached photo), thus confirming the alleged defects. The broken needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the pen needle was clogged, and that the npe cannula was missing (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error during pen needle attachment to the pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle would not deliver insulin during the flow check, and the consumer believed the non-patient end needle to be missing. Additionally, it was reported that the consumer had to drive 40 minutes back home in order to test and take insulin. The following information was provided by the initial reporter: found pen needle that would not express insulin during flow check. Consumer feels the non patient end is missing. Consumer was not at home but went out to eat. Had to drive back home 40 minutes to test and take insulin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle would not deliver insulin during the flow check, and the consumer believed the non-patient end needle to be missing. Additionally, it was reported that the consumer had to drive 40 minutes back home in order to test and take insulin. The following information was provided by the initial reporter: found pen needle that would not express insulin during flow check. Consumer feels the non patient end is missing. Consumer was not at home but went out to eat. Had to drive back home 40 minutes to test and take insulin.